Manufacturer narrative:
Surgical notes were provided for the primary surgery and for the manipulation procedure. It was noted in the primary procedure that "the knee was put through a full range of motion, was stable in flexion and extension, came to full extension, and the patella tracked normally." Need for manipulation is a known risk of knee surgery. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt underwent manipulation under anesthesia which insertion of intra-articular pain pump catheter due to decreased range of motion.